Manufacturer narrative:
One sample device was received in unused conditions with its original packaging. The device was functionally tested, and the cuff inflated successfully. A review of manufacturing device history records found no conformances for the reported lot number. Based on the available information, the complaint could not be confirmed in the sample device. No actions have been taken at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use testing the trach balloon would not inflate. It was thought to be defective. The second device had the same issue. The staff pulled the third off the shelf, due to same lot number, and removed from stock unopened. No injury reported. (Cc-0192909 represents the first item. Cc-0192936 represents the second item, cc-0192943 represents the third item.)